Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that they did not think their device was working. They had a replacement on (B)(6) 2016. The patient stated that they went one whole week suffering because they could not go to the bathroom. The patient stated that their healthcare provider (hcp) is no longer at the facility they are seen at. They wanted an hcp to check to see if the device is on or off. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated their device was working. They stated that it was not set up enough, and the surgeon had not set it high enough. There were no further complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.